Event description:
It was reported that shaft break occurred. A 3.50 x 48mm synergy? Xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion, and the shaft broke. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available. It was reported that the device failed to cross the lesion, and the shaft broke. The device was not returned for analysis therefore the reported event cannot be confirmed. No procedural patient lesion details or photos of the reported allegations were provided. Without the additional information a clear conclusion cannot be determined.

Event description:
It was reported that shaft break occurred. A 3.50 x 48mm synergy? Xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion, and the shaft broke. No patient complications were reported.